Manufacturer narrative:
Lot number 16h24h15 is incorrect and has been removed. The initially reported lot number 16h24h15 does not apply to this event; this lot number was reported in error. Therefore this complaint is a duplicate of the reported patient event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient received a minicap in which the packaging was found to be unsealed. Subsequently the patient used the minicap and as a result experienced peritonitis. The cause of the packaging condition was not reported. It was reported that, prior to use, the patient noticed a compressed and unshaped physical appearance of the minicap packaging and also that the residual betadine was dried out. In spite of the noted damage, the patient proceeded to use the minicap. The treatment for and outcome of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event or whether pd therapy was ongoing. No additional information is available.